Event description:
Customer was admitted as an impatient to a hosp for diabetic ketoacidosis. Customer stated that she verified all programming and ran a fixed prime and that the pump passed. It was offered to the customer to do a high pressure test and the customer's mother who was also on the line declined to troubleshoot.